Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered urinary urgency, urinary leakage, infections, pain, dysuria, disability and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant also listed the following physician associated with (B)(6). It is unknown which physician implanted which device.